Event description:
A zoll territory manager (tm) reported to zoll customer support that an (B)(6) male patient's monitor was overheating. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor overheating) has been confirmed. Upon investigation, the monitor was drawing excessive current. Thermal damage was discovered on resistors r45 and r684, transistor q701, and programmable logic device u1003. The cause for the thermal damage and excessive current was isolated to a damaged high-voltage capacitor c22. The negative lead of c22 was broken from the defibrillator board. The root cause for the detached c22 lead could not be positively identified, but the damage was likely caused by the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The patient received a replacement monitor.